Event description:
Subsequent to the initially filed medwatch report, additional information was received. The patients mr gradually worsened and a second procedure was performed on (B)(6) 2019. The procedure was completed without any problem and the patients condition is good. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The treatment appears to be related to the operational context of the procedure as a second procedure was performed. The procedure was completed without any problem and the patients condition is good. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. The patient visited the hospital on (B)(6) 2019 where it was confirmed on transthoracic echocardiogram (tte) that the clip moved. No additional information was provided.

Manufacturer narrative:
Patient codes: device codes: 4003 labeled internal file number - (B)(4). Results code 213 removed correction: device code 2993 was removed and replaced with code 1031. Based on the information reviewed, a conclusive cause for the torn leaflet resulting clip movement in recurrent mitral regurgitation (mr), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the torn leaflet resulting in recurrent mitral regurgitation (mr), and the relationship to the product, if any, cannot be determined. The reported patient effects tissue damage and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the increased mitral regurgitation and leaflet tear. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. One day post procedure, a transesophageal echocardiography (tee) was performed which noted the mr had increased to 2 and the anterior leaflet was torn at a1. The clip was confirmed to be stable on the leaflets. No intervention will be performed. No additional information was provided.